Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient received inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation with rapid ventricular response, which resulted in therapy exhaustion. The physician planned to reprogram the device. This ICD remains in service. No adverse patient effects were reported.